Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was released in a good position. Approximately 4-5 seconds after the release, the valve dislodged into the ventricle to a level of 20 millimeter (mm). After discussion with the implanters, it appeared the delivery catheter system (dcs) was pushed forward making contact with the outflow crown causing the valve to dislodge into the ventricle. The valvular skirt of the valve was below the annulus causing aortic insufficiency. A non-medtronic valve was placed inside of the valve eliminating paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(4), ubd: 19-aug-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that no pre-implant balloon aortic valvuloplasty (bav) was performed.

Manufacturer narrative:
Conclusion: procedural images were provided for review. Depth assessment at 80% deployment shows the valve at a depth of 0 millimeter (mm) at the non-coronary cusp (ncc) in the cusp overlap view and 6mm at the left coronary cusp (lcc) in the lao view. After reviewing the media files, a wire cannot be seen at the tip of the nose cone, and the internal part of the catheter that is attached to the nose cone appears to be ¿dangling¿ during the final release. Prior to final release, medtronic recommends relieving tension from the system by retracting the guidewire from the ventricular wall only. The valve dislodged ventricular after final release to a depth of 18mm and aortic insufficiency is noticeable. Imaging provided show a successful tav in tav with a balloon expandable valve. The device history record for the valve was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, per the event description and per the returned image review, the deep positioning of the valve was the result of the dislodged valve caused by the user not relieving the tension in the delivery catheter system (dcs), leading to severe central regurgitation as the valve skirt was below the native annulus. Dislodgement of the valve by the dcs is related to operator technique or experience. The image review states that ¿a wire cannot be seen at the tip of the nose cone, and the internal part of the catheter that is attached to the nose cone appears to be ¿dangling¿ during the final release¿. It is likely that the guidewire was retracted, potentially to relieve tension from the system, however, was retracted too far and was no longer supporting the nosecone and inner member of the dcs, thereby causing the ¿dangling¿ as described in the image review. This would give the physician less control over the nosecone when retracting it through the valve, potentially causing it to make contact with the valve resulting in dislodgement. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Updated: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that following the dislodgement, severe central aortic insufficiency was observed. No paravalvular leak (pvl) was observed. When the non-medtronic valve was implanted, the severe central aortic insufficiency resolved. Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.